Manufacturer narrative:
Although the exact event (onset) date is unknown, it was reported that the event occurred in (B)(6) 2016. Although the exact implant date is unknown, but it was reported that the intervention took place in (B)(6) last year, i.e., (B)(6) 2015. (B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported that the patient underwent open spine stabilization surgery at l4-s1 levels with the help of implants (screws). Post-op, in (B)(6) 2016, the implanted screws broke (the broken part was the head) after four months of surgery, for which revision surgery was performed at the end of the (B)(6). The broken products were explanted successfully. No fragments were remaining in the patient. No patient complications were reported after the revision surgery.

Manufacturer narrative:
Product analysis: visual examination of the mas bone screw confirmed bone screw complete fracture at approximately ~2 threads from the base of the bone screw head. Optical examination did not identify material defect near the area of fracture origin, which could contribute to crack propagation. Optical examination of the fracture surface noted some fracture surface damage and smearing. Microscopic examination of the fracture surface identified gently curving convex striations through the cross sectional area of the implant, which are indicative of cyclic fatigue until subsequent mechanical failure of the implant. Dimensional inspection of major and minor diameter confirms conformance to print specification. After visual, optical and dimensional inspection, no evidence was found that would suggest a defect in manufacturing of the implant components. The above observations are consistent with cyclic fatigue. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.